Manufacturer narrative:
Device was not returned to confirm a failure occurred. It was reported that the fire investigation determined that the fire was not caused by the device.

Event description:
A consumer reported that a philips sonicare powered toothbrush caught fire while charging. Consumer reported property damage. No injuries were reported.